Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with corneal abrasion noted superior temporal in the left eye (os) at 3 month post treatment. Patient was prescribed ofloxacin to lubricate heavily. It was stated that the patient had no loss of best corrected visual acuity (bcva) however the post operative measurement table showed there was loss of bcva. The patient complained of pain and blurry visual acuity. Patient reported symptoms are not interfering with daily activities. The patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2018: right eye pre-op 20/20, -.50 x -1.25 x 175; left eye pre-op 20/20, -1.00 x -.75 x 17 . Bcva from (B)(6) 2019: right eye post-op 20/15, .25 x -.75 x 172; left eye post-op 20/30, 1.00 x -1.00 x 53.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 3/31/2008 , however the correct date is 3/24/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.